Manufacturer narrative:
Calibration and qc were acceptable before and after the event. Therefore, there was no indication of a performance issue owith the reagent/electrdoes. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The sodium electrode lot number was dvyz1. The expiration date was not provided. The field service engineer found crystallization on the electrodes due to either improper seating of the electrodes or warped electrodes. He replaced the electrodes, sipper tubing, and other tubing. He ran ise checks, calibration, qc, and precision testing. The investigation is ongoing.

Event description:
There was an allegation of questionable ion-selective electrode (ise) results from the cobas 6000 c 501 analyzer. One example was provided of an initial sodium result of 139 mmol/l from a different cobas c501 analyzer. The repeat result using the suspect cobas c501 was 148 mmol/l. The result of 139 mmol/l was believed to be correct.